Event description:
Received complaint through attorney. It was reported the patient had unspecified hip surgery in 1994. It was reported the patient developed an infection and injury as a result of contaminated sutures.